Event description:
Pt underwent PICC line removal in a hospital, resulting in retained tip of line in pt's right pulmonary artery. Pt transferred to facility for retrieval. Tip visible only on CT. Unable to remove.